Manufacturer narrative:
This supplemental report is submitted to provide additional information to the initial report submitted on 12/20/2024. Merge healthcare has investigated the reported issue. The device's measurement mappings, dicom strings and configuration settings across the customer's multiple ultrasound imaging devices were analyzed. Based on a review of the information, the measurement coming from the ultrasound device(s) was mapped to a measurement label under the aortic root measurement group within the merge cardio database. There are multiple measurement labels available under aortic root group. To resolve the issue, the root diam was mapped rather than the root diam ed mm. The investigation was unable to determine the cause of the measurement mapping to the root diam ed mm rather than root diam label. This is our final report for 2183926-2024-00026. Revised information contained in this supplemental report includes the following: g6 - indication that this is follow-up report 001. H1 - indication of malfunction as reportable event. H2 - indication of additional information. H6 - evaluation codes: investigation findings (c): remove 3233, added 113. Investigation conclusions (d): remove 11, added 44.

Event description:
On 11/21/2024, merge healthcare received a complaint from a customer alleging that merge cardio had an incorrect measurement mapped. Diagnostic imaging modality data and measurements are mapped to corresponding database codes within merge cardio. These measurement mappings can be configured by the end user as well as merge cardio technical support and professional services personnel. According to the customer, the aortic root measurement, root diam ed mm was mapped rather than the root diam. The root diam ed mm is taken during diastole, when the heart is filled with blood. This incorrect mapping led to a misdiagnosis of a patient with a dilated aorta. There has been no report of patient harm based on the misdiagnosis of a dilated aorta. Merge healthcare worked with the customer to resolve the measurement mapping issue by configuring the mapping to the root diam measurement.

Manufacturer narrative:
An investigation into the reported issue is ongoing. A supplemental report will be filed when additional information becomes available.